Event description:
It was reported that stent partial deployment occurred. A 5 x 40 x 130 innova self-expanding was selected for use. During the preparation, the stent appeared to be partially deployed after flushing the back end. It was uncertain whether the stent was already partially deployed prior to flushing or if the flushing process caused the issue. The procedure was completed with another of the same device. There were no patient complications as a result of this event.